Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported "regarding breast implants and questions {patient} has in regard to them" and capsular contracture, baker grade iii. Healthcare professional reported cyst, pain, ¿intermittent swelling,¿ and biopsy results of ¿synovial metaplasia and silicone foreign material within the wall¿ concluding ¿fibrous breast capsule, no neoplasia.¿ patient had "severe anxiety, fatigue, joint pain, muscle pain, bouts of insomnia, brain fog, difficulty concentrating, memory loss, muscle weakness, dry skin/hair, hair loss, recurrent illness, candia/yeast infections, headaches, migraines vision loss, severe depression, decreased libido, mood swings, sharp pains in chest, weight gain, auto immune symptoms and diagnosis, inflammation, irritable bowel, bruise easy, extreme swollen legs, blood clot markers in blood work".the events of " fatigue, joint pain, muscle pain, bouts of insomnia, brain fog, difficulty concentrating, memory loss, muscle weakness, dry skin/hair, hair loss, recurrent illness, candia/yeast infections, headaches, migraines vision loss, severe depression, decreased libido, mood swings, weight gain, auto immune symptoms and diagnosis, irritable bowel, bruise easy, extreme swollen legs, blood clot markers in blood work,¿ and inflammation are not related to the device. The device has been explanted.